Manufacturer narrative:
The user facility cannot identify the specific unit the injury occurred on and as such, cannot confirm if the reported unit is in or out of service.

Event description:
It was reported that flexible joint at the top of the siderail did not have a cover, and while the siderail was being pulled up during cleaning, the female staff member was injured. It was reported the staff member's nail bed was cut and a compound fracture requiring surgery occurred.